Event description:
It was reported that the patient experienced recurring incontinence with a sling; leading to the implant of an artificial urinary sphincter (aus), sling remains implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.